Event description:
On (B)(6) 2014, primary surgery was performed for a fracture of right side olecranon. At that time tension band wiring fixation was performed, stryker product was not used. Three weeks after the surgery, a dislocation of the fracture was found and revision surgery using variax elbow plate was performed on (B)(6) 2014. On (B)(6) 2014 dislocation of the fracture was found again. Loosening of locking screw was also confirmed. Second revision surgery is not planned at present.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.